Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient reason vision was still blurry and clinical reason was off target. The iol was exchanged for replacement advanced technology intraocular lenses (atiol) model 01 month 26 days following the initial implant procedure. Additional information has been requested and received stating patient complained of blurriness, manifest refraction shows toric iol off axis. As per the surgeon opinion the product had cause or contribute to the event with no patient harm.